Event description:
Customer claims that during an emergency embolectomy procedure, the catheter balloon inflated and deflated 4 to 5 times and then came off inside the pt. The doctors visualized the balloon and no pieces were left inside.